Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the customer received a no delivery alarm while filling the tubing. It was stated that the customer used a new infusion set but still received the alarm. The customer then used a new reservoir, and the issue was resolved. The customer's issue was resolved after a complete set change. The customer's blood glucose was 112 mg/dl. Troubleshooting could not be done because the issue was a past event. Advised to call back when the alarm occurred in order to troubleshoot. Advised that replacement infusion set and reservoir would be sent. Nothing further reported.